Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2024-06537. A supplemental report will be submitted under manufacturer report number 2916596-2024-06537 once the manufacturer¿s investigation is completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away and the cause was unknown. It was unknown if the death was device related or if the device operated as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.